Manufacturer narrative:
Report required by FDA for eua. Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to 3014862188-2022-00493 ((B)(6)).

Event description:
User reported false negative result. No additional information relating to follow-up testing was provided.